Event description:
Vero genosyl device programmed to shut off while on a patient when measured values of nitric dioxide and nitric oxide exceed a predetermined value. Due to this feature, inhaled nitric oxide stops delivering to the patient. FDA safety report ID # (B)(4).